Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the device seized and stopped. The surgeon used a second hand piece and completed the case with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 09/26/2008. Blade seized/stopped -conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.